Manufacturer narrative:
The device has been received, but the investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a peripheral case to treat a heavy calcified lesion in the superior femoral artery. A bmw wire was advanced however resistance was met with the guiding catheter and the distal end of the wire broke off. To remove the wire, a syringe was attached to the proximal end of the catheter and negative pressure was applied. Both the wire and the catheter were removed at the same time. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspections were performed on the returned guide wire, and the reported separation was confirmed. The reported difficulty to advance the wire through a proxy guiding catheter was unable to be confirmed due to the separation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue did not contribute to the reported difficulties. The investigation determined the reported guide wire core separation appears to be related to operational circumstances of the procedure. In this case, is likely that manipulation of the wire during advancement through the heavily calcified anatomy guiding catheter, caused the wire core to kink and separate. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.